Event description:
The email received from the descover registry indicated the following information: the male pt had a cypher stent implanted in the proximal left anterior descending lesion. He developed in stent restenosis and had another cypher stent implanted.